Event description:
See initial report.

Manufacturer narrative:
H.10:the unit was requested for investigation and the reported error code could be reproduced. Results revealed that the most likely root cause of the error code was traced back to a defective stator.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site and the reported issue could be confirmed. The stainless steel covered bearing, shaft, washers and one part of the plunger will be replaced to solve the problem. The root cause of the reported event is assigned to fluid ingress inside the clamp and use conditions (i.e. Extensive exposure to liquid, e.g. During cleaning) which led to clamp internal components corrosion.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in chattanooga, tennessee. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm was giving an error code associated to missing signal from the hall sensor during procedure. There was no report of patient injury.